Manufacturer narrative:
External insulation abrasion was noted at 8.8-9.3 cm from the pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise, insulation and missing suture sleeve.

Event description:
It was reported that an asymptomatic patient presented for device upgrade to biv pacemaker. Upon interrogation, prior to the procedure, rv lead noise was noted. During the procedure, no suture sleeve and insulation breach was noted. Lead was explanted and replaced. The patient was stable before, during and after the procedure. The lead will be returned for further analysis.